Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the battery was tilted inside the pocket and difficult to charge. A surgery to revise and reposition the pocket and make the battery more flush with the back to make charging the ins battery more effective was performed. The battery was still in good working order. The issue was resolved at the time of report. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.